Event description:
The customer reports that the ac module has exposed wires in the back. There was no report of the module failing to power the unit up while on ac power and there was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reports that the ac module has exposed wires in the back. There was no report of the module failing to power the unit up while on ac power and there was no reported pt involvement. The ac power module was replaced to resolve the issue. As of (B)(4) 2012 there have been no further reports of this issue from this customer site. We will consider this a failure of the ac power module.